Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 435 mg/dl. Reportedly, the cause of the high bg was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacturer was not provided. Reportedly, customer required assistance to treat bg via a manual injection and consumption of fluids. No additional information was provided.